Event description:
Device malfunction: none. Symptoms/ae: confusion, hyperperfusion syndrome and fronto-parietal. Hemorrhagic infarct. Time of symptoms/ae: during the procedure and in 2007. It was reported that the patient experienced confusion and hyperperfusion syndrome during the procedure and treated with antihypertensives. On the same day, the patient reportedly experienced a fronto-parietal hemorrhagic infarct. Both events resulted in prolonged hospitalization and the conditions are continuing and unchanged. No additional information was available. Study event.

Manufacturer narrative:
The accunet referenced is being filed under MFR #3004742046-2007-00122.